Manufacturer narrative:
Section d10 references: product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead product ID b3300542m lot# serial# (B)(6) implanted: explanted: product type lead product ID b3400060 lot# serial# (B)(6) implanted: explanted: product type extension product ID b35300 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type implantable neurostimulator product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedances was due to fluid inside the lead they weren¿t able to drain out. The neurostimulator was okay as the issue was believed to have occurred after fluid buildup in the lead.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; brand name: sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had just finished a stage 2 implant case. The manufacturing representative (rep) reported that they implanted an extension and an ins. The segment contacts 1 <(>&<)> 2 had high impedances. They said the doctor replaced the extension, but that did not resolve the impedance issue, they then replaced the ins, but that did not resolved the impedance issues. They reported that they saw red blood in the lead junction and were unable to get the blood out. The doctor decided to finish the implant and program around the high impedances.